Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that a ventricular tachycardia episode was misdiagnosed as supraventricular tachycardia and a minute later the episode was diagnosed as ventricular tachycardia hence there were no consequences. The suggested programming changes were made. The patient was in stable condition.